Event description:
The patient was receiving vancomycin via IV therapy. The vancomycin was infusing at programmed rate. There were no IV pushes administered and there were no flushes performed. The nurse noted a large bubble in the tubing at the blue port. The infusion was stopped and the tubing was changed.